Event description:
Related manufacturer reference number: 2017865-2023-23899. Related manufacturer reference number: 2017865-2023-23900. It was reported that the patient's right ventricular lead exhibited over-sensing resulting in inappropriate shocks. Upon further analysis, it was found that the patient's right ventricular lead, atrial lead, and left ventricular lead were all dislodged and out of position. The leads were repositioned in a procedure performed on (B)(6) 2023. The patient was stable.